Event description:
I have had two deformed contact lenses in this lot. They hurt my eye when I put them in because they don't fit properly, and when I take them out, I can see that they just look wrong. Reference report: mw5155882.